Manufacturer narrative:
Addition g5.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that on (B)(6) 2020, at the follow-up examination, occlusion was detected in the ipsilateral leg of the trunk-ipsilateral leg. On that day, an emergency endovascular treatment was performed. Vbx11mm-39mm was used to reline distally from the flow divider, and a femoral-femoral bypass surgery was performed. The patient tolerated the reintervention procedure.